Event description:
The physician wanted to treat a lesion in the distal lcx. Angiograph showed 90% stenosis in this area with calcification and tortuosity. The endeavor resolute drug eluting stent had been inspected prior to use with no abnormalities noted. The lesion had been pre-dilated at 16atm; however; the physician was unable to cross the lesion with the stent. No resistance was encountered when withdrawing the un-deployed stent back through the lcx. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Device evaluation: initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th and 9th distal segments have slightly raised struts, the 14th distal segment was deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Patient¿s condition affected effectiveness of device (stenotic ,calcified, tortuous lesion). Deformation problem (stent deformed). Inherent risk of procedure (stent deformation). Evaluation conclusion: device failure related to patient condition (stenotic,calcified, tortuous lesion). Known inherent risk of procedure (stent deformation). (B)(4).